Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial with residue on the lens. Visual inspection found the haptic torn and foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot.

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, - 14.50 diopter, within the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. The lens was exchanged for another same model/length/diopter lens and the problem was resolved. The eye is quiet and patient is doing well.